Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility reported a pump with fail code 23. This fail code occurred during patient infusion resulting in interruption of therapy. The device was swapped out with a different pump and therapy was restored. This event occurred in the emergency room. There was no patient injury or medical intervention associated with this event. No additional information is available. During a follow-up call to the facility, it was found that the patient intentionally pulled the line and broke it. The patient was being administered blood. The nurse immediately went and got another line. The nurse switched the line within two minutes. The line was clamped during these two minutes. The infusion of blood was supposed to last for four hours, but was delayed for an unknown amount of time due to the patient pulling the line. The nurse only swapped out the lines. The device did not shut down, it displayed failure 23.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.